Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4). No additional information was provided by (B)(6) clinic. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported by the facility representative that patients developed reactions post-op using chloraprep. I had one of my surgeons reach out regarding some recent reactions that his patients have had to the chloraprep post op. He was inquiring about a remover "lotion" that is recommended. Can you tell me about this, and is it available within the clinic system?